Manufacturer narrative:
Additional information was received that the implant of the first valve resulted in severe paravalvular leak (pvl), requiring the implant of the second valve. A separate report will be filed on the first valve. (B)(4).

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, one of the tabs did not fully release before the delivery catheter system (dcs) was pulled out of the aorta. The valve was left in place and subsequently a second valve was implanted. During the final deployment of the second valve, it required 360 rotation of dcs to allow frame tabs to give a final release, which resulted in a high implant of 1st valve. Both valves remain implanted.

Manufacturer narrative:
The product was discarded by the customer and will not be returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.